Manufacturer narrative:
The technician found the motor isolation mount was broken which damaged the insulation on the hi/low foot motor cable. The cable shorted against the frame which caused the sparks. The technician replaced hi/low foot motor to repair the bed.

Event description:
Information received indicates sparks were reported coming from the bed.